Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg was replaced due to the ipg not communicating with the patient controller, the patient stated they lost stimulation approximately one month prior. Reportedly, the ipg had reached the end of its service. No further information was available at this time.

Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.